Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a dent on the air detector. During analysis, the customer's reported problem was confirmed. Pump unable to start air detector test due to air in-line alarm. It was noted that damage was the cause of the reported issue. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm when placed on a set. No adverse effects were reported.